Manufacturer narrative:
The unit was received at the international service center. The technician was unable to duplicate the reported issue. Review of the device diagnostic history log found occurrence of 'ventilator restarted due to anomalies detected during operation'. Cpu board was replaced. Unit was checked overall, cleaned, run in tests and functional test.

Event description:
The international customer reported the v60 screen turned black when nurse attempted to operate it. Alarm showing "check vent" occurred and the unit quickly turned off and rebooted. Unit was replaced with same model. On that same day, a manufacturer's sales representative visited hospital. The phenomenon was not duplicated under the observation of the hospital's biomed. Sales rep asked the situation again, and was told that the screen had turned to black, but the unit surely had operated from nurse. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.

Manufacturer narrative:
Updated. During further investigation, a visual inspection of the cpu pcba revealed no evidence of damage or contamination. The cpu board was installed in an fi test ventilator, the ventilator was started up in normal ventilation mode and run for at least 2 hours. No errors nor abnormalities were observed. In the drpta only one occurrence of e/c 1101 (ventilator restarted due to anomalies detected during operation) was found. The ventilator was run for 40 hours without any errors occurring. No failure was found. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem.

Event description:
The customer reported that while the unit was on a patient and the touchscreen was used, the screen turned to black, an alarm showing "check vent" occurred and the unit quickly turned off and rebooted. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.